Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient had a possible allergic reaction. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3387-40 lot# v004947 implanted: (B)(6)2006 explanted: (B)(6)2017 product type lead product ID 3387-40 lot# v004947 implanted: 2(B)(6)006 explanted: (B)(6)2017 product type lead product ID 3708695 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type extension product ID 3708695 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had the full system explanted due to erosion in their neck. The rep reported that the area was irrigated with antibiotic solution during the explant and the patient was prescribed antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
The patient reported that their implanted deep brain stimulation (dbs) device had a serious and potentially life threatening malfunction on (B)(6)2017. It was stated that on that morning they noticed the wires running between the leads and the implantable neurostimulator (ins) located in their abdomen had ruptured/broken through the routing in their neck. As a result the extension became exposed visibly and was very painful. The patient called their surgeon who saw them that afternoon and told them they needed emergency surgery to prevent further decay in their skin at the neck area, and to prevent an infection in their head. The patient noted this is the second time they have had an unplanned and unanticipated intervention in 14 months. According to their surgeon this was an advanced evaluation and they have never seen the issue before, after implanting 400+ dbs systems over the past 10 years. The patient's indication for implant is dystonia.

Manufacturer narrative:
Event date approximate conclusion code updated from (B)(4) to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating their extension ruptured through the skin on its own and resulted in redness. The patient indicated since implant the extension was protruding in their neck. Around mid-april the skin started to become flaky - like dry skin - and their healthcare provider (hcp) noted it looked "a little weird". The rupture occurred suddenly almost two months ago. The surgery occurred the next day, leaving the device in but stitching up the open wound. The patient noted that the resolution of this event has yet to be seen completely, and that they are still healing.